Event description:
The following information was reported: no anticoagulation was given to the patient; the device malfunctioned during deployment and lead to an unsuccessful deployment of the sealant. After they shuttled down and withdrew the sheath from the tissue tract, they noticed that the sealant had been dragged out from the patient. It was noted that there was no hematoma, just constant oozing from the tissue tract. After the mynx failed, the technician involved in the procedure put a syvek patch closure device on the patient's groin site. Manual compression was applied for 20 minutes. The patient was not hospitalized. Procedure type: diagnostic vessel type: coronary occurrence date: between (B)(6) 2015. Intended use: arterial closure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1500903) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).